Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue was confirmed, and the power turns on and off. The se determined that the cause was disconnection of the electrical circuit inside the power switch overlay. The power switch overlay required replacement. This investigation is still ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered on and off. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(4). (B)(6).

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer was provided with a quote; however, a response was not provided, and the repair was cancelled. No further actions were performed by philips, and the device was returned to the customer without being repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.